Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unidentifiable audible alarm was confirmed. The returned system controller (serial number (B)(6)) was functionally tested, and a continuous, flagless alarm became intermittently active upon manipulation of the white power cable at an observed kink near its bend relief (controller side). The cable was opened, and several of the wires were observed to have been damaged, including the yellow wire which, if damaged, would trigger an alarm echo whether an actual alarm was present or not. The controller¿s power cables were replaced with test power cables to conduct further functional testing, and the controller operated as intended while test cables were in use. A log file was extracted from the controller; however, it contained no notable events related to the reported event. The root cause of the reported event was damage to the controller¿s white power cable, resulting in damage to the yellow wire which intermittently triggered an unidentifiable alarm. However, the root cause of the damage to the power cable was unable to be determined. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their controllers, including alarms associated with backup battery fault conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller had unidentified audible alarms that did not register in log file history or on the controller when connected to a patient cable. This did not occur on batteries and the controller was exchanged.